Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. This event has been deemed not reportable. External equipment was exchanged and improvement was noted. The recipient continues to use the device and will be managed by the facility. No further details will be provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing intermittencies and loss of lock. Device testing could not be performed due to loss of lock. External equipment was exchanged: however, the issue did not resolve.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.